Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "capsular contracture baker grade iii" and "textured" against right device. The device was explanted.

Event description:
Healthcare professional later reported, "hole, non-specific ruptured".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, underweight, crease fold, wear abrasion. A microscopic analysis was performed which identify, sharp edge. And with non-penetrating nicks assessed, as surgical impact opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Stress mark. Based on the device analysis, the final assessment is: a sharp edge opening with non-penetrating nicks assessed, as surgical impact. Non-penetrating nicks.